Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), fatigue ("fatigue") and migraine ("migraine"). The patient was treated with surgery (hysterectomy (full) and salpingectomy (bilateral)). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the device dislocation, pelvic pain, abdominal pain, dyspareunia, menorrhagia, psychological trauma, fatigue and migraine outcome was unknown. The reporter considered abdominal pain, device dislocation, dyspareunia, fatigue, menorrhagia, migraine, pelvic pain and psychological trauma to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: reporter details updated and patient demographics were added. On (B)(6) 2007, she implanted essure. Essure indication updated. On (B)(6) 2017, she explanted essure. Injury event was updated to pelvic pain, abdominal pain, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), psych injury, migration, fatigue, migraine. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We have conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.